Manufacturer narrative:
The investigation has just started, results will be provided in a follow-up report.

Event description:
It was reported that the users became aware that the external loudspeakers for the infinity central monitoring station will stay inactive after return of electrical power following an outage or disconnection. There was no patient involvement reported for the particular case.